Manufacturer narrative:
The commander delivery system was returned and evaluated. Visual inspection revealed bends on the balloon shaft and flex shaft (due to packaging), the system was flexed and compression on the distal end of the flex shaft, the balloon was torn on the crimped balloon adjacent to inflation/crimped balloon bond, inflation balloon ¿legs¿ inverted, inflation balloon bunched up on the distal end, gouges on flex tip and sheath shaft liner bunching and torn. Function testing was unable to be performed due to the condition of the returned device (crimp balloon torn and separated). Dimensional testing revealed the double wall thickness met specification. The manufacturing process for the commander delivery system includes multiple 100% inspections of the crimp and inflation balloon. Visual inspection prior to function testing for physical defects (kinks, cracks, missing or loose components) are performed. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. Cine imaging was reviewed and the following was observed: · the images revealed that tortuosity was present. · the esheath was not placed past the aortic bifurcation as instructed in training manual procedures. · valve alignment was not performed in a straight section. Heavy diving is present and there is no imagery of the valve aligning to the final distal marker during valve alignment. · the valve is seen moving proximally when the flex tip is retracted. In addition, the cine shows that the valve would sometimes appear to spring back, suggesting that the crimp balloon tore before deployment was initiated. Furthermore, there is no imagery of the balloon expanding, which supports that the crimp balloon was already torn before inflation, and as a result, could not expand. · imagery of the delivery system withdrawal was provided and withdrawal difficulty was confirmed in the cine. The valve was not centered on the flex tip during retrieval. Compression is also observed on the flex shaft of the delivery system. The cine and observations indicate withdrawal difficulty was experienced. Per edward¿s patient screening manual, it does not recommend the use of a transfemoral delivery system if severe tortuosity is present. However, per the report and cine imagery, severe tortuosity was present, and as a result, using a transfemoral approach is against patient manual recommendations. Valve alignment was not performed in a straight section of the aorta, which is also against training manual instructions. It is likely the balloon tore due to alignment in a non-straight section of the aorta. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. If the crimp balloon is torn, the inflation balloon can easily be compressed and the valve can move easily with the balloon. Cine imagery shows that there were attempts to use the flex tip to push the valve towards the distal marker, but once the flex tip was retracted, spring-back of the valve was observed. This jump in movement suggests that the crimp balloon was torn and the inflation balloon was likely being compressed when the valve was pushed towards the distal marker by the flex tip. Then, once the flex tip was retracted, the tension would be released, and as the inflation balloon relaxed, the valve would appear to move out of alignment in relation to the markers. Visual inspection of the returned devices and cine imagery confirm the reported withdrawal difficulty. The delivery was returned flexed, with compression on the distal end of the flex shaft, and the balloon legs were inverted. In addition, the sheath was returned with liner bunching and a liner tear on the distal end of the sheath shaft, further supporting the presence of withdrawal difficulties. The presence of the crimp balloon tear likely contributed to the observed withdrawal difficulties. Additionally, cine imagery also shows that the thv was not centered on the flex tip, which may have also resulted due to the crimp balloon tear. The imagery also shows compression on the distal end of the flex shaft during retrieval and the delivery system was returned flexed. Per training manual instructions, the thv should be centered on the flex tip and the flex catheter must be completely unflexed when retrieving the thv. The combination of factors likely contributed to the observed withdrawal difficulties. The complaints for valve alignment difficulty, valve movement on balloon, and withdrawal difficulty were confirmed based on imagery review. In addition, the complaint for balloon tear was confirmed based on visual inspection of the returned device. A product risk assessment has been initiated for risk assessment for the balloon torn. However, no manufacturing non-conformances were identified. In this case, patient and or/procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the march 2017 control limits for the trending category. No preventative or corrective action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during deployment of a 29mm sapien 3 valve in the aortic position upon balloon inflation the balloon burst and the valve was not deployed. As reported, there was difficulty aligning the valve in a straight part of the aorta. During the alignment, the physician had to ¿pull very hard¿. The valve was inserted in the native aortic valve, and the pusher was retrieved, the physician then noticed that the valve was not aligned between the markers. The pusher was pushed on the valve to try to re-align, and it was more difficult than the first time to pull back. The valve alignment was not perfect; however, a decision was made to deploy the valve. Upon inflation the balloon burst and it was not possible to inflate the balloon to deploy the valve. Difficulty was encountered in retrieving the commander delivery system with the valve and the sheath. A new sheath and delivery system were inserted, and a new valve was implanted with success. The delivery system is being returned for evaluation. Per report, the patient¿s femoral arteries and aorta were very tortuous. The native annulus measured 27mm x 27mm. The native annulus was severely (bulky) calcified and the native leaflet was moderately calcified.